Manufacturer narrative:
Additional data: b5- the reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye as a replacement lens. The patient experienced pigment dispersion. Reportedly "seeing pigment dispersion on a case that the lens was removed and then implanted. He would like a consultation". The lens remains implanted. It was later reported "the patient is doing better and the pigment dispersion does not appear active anymore. The liberated pigment most likely came from surgery. Oct showed the icl vault to be at normal amount. I can't recall exactly. I think it was right at 500 microns. Iop has remained low. Vision excellent." Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens. The surgeon noted pigment dispersion on the lens. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Patient date of birth: unk. Patient sex: unk. Patient weight: unk. Patient ethnicity: unk. Patient race: unk. Date of event: unk. Expiration date: unk. Implant date: unk. Explant date: unk. Device manufacture date: unk. Health impact: clinical code: (B)(4) - pigment dispersion. Claim #(B)(4).